Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/21/2022, it was reported by a patient via phone that on (B)(6) 2021 she underwent a ucl repair in the thumb where an ar-8987p, ar-8978p, and a ar-8998t were being implanted. Once the procedure was completed, the surgeon was reviewing her x-rays and MRI with the patient reviewing placement of the implants, however instead of 3 there were only 2. The patient was told that during the procedure one of the implants had broke. There was no details provided as to how, or where. Additional information being requested.